Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump experienced a failed battery test. The blood glucose was 29 mg/dl. The low blood glucose were treated with candy. The customer states that a health care professional recommends her to go to the hospital is they are off the insulin pump for more than two days for a back-up plan. It was stated that the customer had a blood glucose of 429 mg/dl and then she overtreated which is what lead to the low blood glucose. Troubleshooting was declined. Advised to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.